Event description:
A cartridge alarm, specifically cartridge alarm 20, was reported, and the customer's blood glucose level was recorded as "high," though the specific value was unknown. There was no adverse impact to the customer's blood glucose level. To manage the high blood glucose, the customer administered a corrective injection using multiple daily injections (mdi). No assistance from a third party was required, and the issue did not occur during the load process. It was noted that the customer had previously experienced similar cartridge alarms. As a resolution, a replacement pump was to be provided by technical support.